Event description:
It was reported that the patient experienced occlusion alarms and had to change supplies more frequently than needed. There was no adverse impact to the customer's blood glucose level. The patient opted to not receive follow-up from customer technical support, and as a result, no further action was documented.